Event description:
Customer reported via phone call to have low blood glucose of 37 mg/dl and sensor failed to alert as sensor glucose read 60. Customer was advised by healthcare professional of actual blood glucose amount. Customer was able to treat blood glucose with food. Customer's blood glucose at time of call was 168 mg/dl. After troubleshooting, customer was advised to monitor insulin pump and to call back should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.